Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse inspected ise, checked drain function, and found that the eic was clogged with gel and the fse cleaned the eic. The fse also performed further repairs and recalibrated the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the electrolyte injection cup (eic) not draining and leaking into the compartment of the synchron cx5 delta chemistry analyzer. No operator exposure was reported for this event.